Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 325 mg/dl. The customer was admitted to the hospital. The customer cause of emergency room visit was high blood glucose. Customer was released today but followed up with health care provider. Customer was wearing the pump at time of emergency room visit. The health care provider request that pump will need to be replaced. The customer also reported the absence of no delivery.